Event description:
Boston scientific received information that during a right ventricular (rv) lead revision procedure, due to known high out of range pacing impedance measurements and a threshold increase, a sudden drop in blood pressure was exhibited. The physician had been using a laser extraction method, at which time a vessel injury occurred and a thoracotomy immediately necessitated. A boston scientific representative was not present at the attempted rv explant.

Event description:
Field follow-up reported the patient passed away sometime after the thoracotomy procedure (date of death unattainable). The physician reported the death was not product related; however, attributed the outcome to a "bad vascular system" and "bad general state of health". No return of product is expected.

Manufacturer narrative:
Following receipt of new information, this event will be further updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.